Event description:
Alleged the center arm of the siderail is broken and the siderail is not latching. Bed was in the maintenance shop.

Manufacturer narrative:
The technician replaced the siderail center arm assembly to repair the bed.